Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following implant of the left ventricular lead, the patient had experienced phrenic nerve stimulation. The lead was disabled on (B)(6) 2013 and the patient was discharged from the hospital. On (B)(6) 2013, the lead was evaluated and a pacing configuration with minimal phrenic nerve stimulation was found that was acceptable to the patient. On (B)(6) 2013, device programming was refined to further reduce nerve stimulation. On (B)(6) 2013, the patient was seen for follow-up with no complaints of phrenic nerve stimulation.